Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the event occur during one or multiple patient procedures? Occurred on 6 different patient procedures. What is the total number of procedures? 60 in the last 30 days that would require 4-0 mnocryl. Our doctors typically use 1 x 4-0 monocryl. What is the total number of sutures break per case? 6. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Not yet. Please provide the product code and lot number: sgmdxq/2027-05-31.

Event description:
It was reported that an animal underwent an unknown procedure in 2022 and suture was used. During the procedure, the suture broke on the doctors halfway through closing an incision. It was unknown at time of entry how the case was completed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.